Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.

Event description:
As reported by a field clinical specialist, approximately 4 years and 9 months post tavr procedure with a 23mm sapien 3 valve in the aortic position, the valve was failing with plans for intervention. Per the vcc, the peak gradient is 68.6mmhg and the mean gradient is 42mmhg. The velocity is 4.14cm/sec. The valve appeared "heavily calcified". The patient is currently symptomatic with dyspnea and shortness of breath nyha ii-iii and exertional fatigue.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for post implant calcification was confirmed based on medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''approximately 4 years and 9 months post tavr procedure with a 23mm sapien 3 valve in the aortic position, the valve was failing with plans for intervention''. Per the vcc, ''the valve appeared ''heavily calcified''.''. In additional, patient had medical history of diabetes mellitus (dm). It is well known that patients with diabetes is predisposed to bioprosthetic heart valve calcification. As such available information suggests that patient factors (diabetes mellitus) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.